Event description:
It was reported that during a breast biopsy a message displayed on the screen, but the screen froze when trying to advance. The unit was shut down and rebooted and the procedure continued when the system displayed an error code. The case was completed with no pt consequence. The device was returned for analysis.